Event description:
Per the audiologist, the patient was implanted 2006 in the contralateral ear due to migration of the device as well as facial nerve stimulation. The patient is a non user of this device.

Manufacturer narrative:
Implanted device remains.